Event description:
It was reported that during pulse generator change out, the device could not be interrogated despite using several different programmers. The patient presented with an atrial tracked rate of around 65 bpm. The pulse generator was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.